Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in open packaging identifying reported lot 61775128 was returned for evaluation. Visual evaluation of the sample confirmed various dark embedded specks identified as burnt resin (die drool) in the guard. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. As a result of this occurrence, a new work instruction for 100% inspection for black particulates during manufacturing and packaging for this product was initiated. If additional pertinent information becomes available a follow-up report will be filed. Note: section g2 was updated to include that (B)(4) was also received for this report.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that brown residue was observed on the spike. No injury reported.